Event description:
It was reported that a minimum fill notification was received by the customer, indicating less than 80 units of insulin remained in the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to clean the pneumatic tap area and reload the cartridge with at least 80 units of insulin. The customer successfully resolved the issue by loading a second cartridge and felt comfortable performing the task independently.